Manufacturer narrative:
On 02/23/2016 intuitive surgical, inc. (Isi) received additional information regarding the reported event from the isi clinical sales representative (csr). According to the csr, after completion of the planned surgical procedure, he spoke to the surgeon who performed the surgery. The surgeon told the csr that she felt that during mobilization along mesentery tissue there was no discernible vessel size, but was confident that the tissue in the jaws of the instrument was less than 7mm. According to the csr, he did not observe anything abnormal during the surgical procedure or with the surgeon's technique while using the vessel sealer instrument. Upon cutting the patient's tissue, the surgeon observed blood oozing and the surgeon used a endowrist clip applier instrument to install clips to control the oozing. Due to the reported event, the csr provided re-training to the surgeon to re-review the vessel sealer instrument's indications for use and recommendations for sealing tissue. The csr indicated that during re-training with the surgeon he observed no issues with the surgeon's technique while using the vessel sealer instrument; however, after re-training the surgeon, there have been no other incidents of vessel sealer issues at the site.

Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi performed a review of the site's system log for the reported procedure date and found no system issues that would have caused or contributed to the reported event. In addition, there were no abnormal patterns in the sealing times of the instrument found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to bleed. The surgeon claimed that in order to control the bleeding, he had to applied clips.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon was not getting a good seal while using the endowrist one vessel sealer instrument. On (B)(6) 2016, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the surgeon was attempting to seal mesentery and fatty tissue when the reported issue occurred. The csr indicated that the patient experienced some blood loss as a result of an improper seal. The blood loss experienced by the patient was minimal and conversion of the planned surgical procedure to control the patient's bleeding was not required. The surgeon was able to obtain hemostasis by placing hem o lok clips to the affected area. The csr indicated that the characteristics of the patient's tissue were unremarkable and that the patient had not undergone any previous radiation or chemotherapy treatments. The size of the affected tissue was > 7mm. During the sealing cycle audible tones were noted to have occurred and the sealing cycle was less than 30 seconds. Reportedly, the affected endowrist one vessel sealer instrument is not available for return to isi for failure analysis investigation. On 02/09/2016, the isi csr provided additional information concerning the reported event. According to the csr, the surgeon was working on fatty tissue when it was observed that the patient was oozing blood. The csr indicated that he has re-trained the surgeon on proper use of the vessel sealer instrument following this incident.